Event description:
The ge oec 9900 fluoroscopy system had remote user interface issues. Joystick would not operate wig/wag brake loose.

Manufacturer narrative:
A ge oec service rep investigated the issue and repaired the joystick to restore c-arm motorized motion and repaired the locks. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.